Event description:
Alleged event: it was difficult to extract the clips; it was jammed. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history record review for the product auto endo5 ml, lot #73c1400091 investigation did not show issues related to the complaint. The manufacturer will continue to monitor and trend related events.